Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "we are experiencing low fill volume." There were no erroneous results reported.

Manufacturer narrative:
H.6. Investigation summary: lot: 2109028, 1195658, 1137333, 1195659, 1195660, 1259185, 1319176, 1319177, 1319180, 1350275, 1350276, 2018814, 2018816, 2056970, 2080608, 2080614, unknown. Bd received 10 samples of lot 2109028 from the customer in support of this complaint. No other samples for lots 1195658, 1137333, 1195659, 1195660, 1259185, 1319176, 1319177, 1319180, 1350275, 1350276, 2018814, 2018816, 2056970, 2080608, 2080614, unknown or no photos were provided in support of this complaint. The 10 sample tubes from lot 2109028 were draw tested. All tubes were within specification limits. Additionally, 10 retention samples of lot 2109028 from the bd inventory were functionally tested and all tubes were within specification limits. All other lots affected were expired at time of investigation; therefore, no retention testing was completed on the expired lot numbers. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records for all lots affected were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "we are experiencing low fill volume." There were no erroneous results reported.